Event description:
It was reported that the surgeon inserted an aq2010v silicone three piece lens and did not like the way the lens seated in the eye. The lens was removed and an acl was implanted. This facility does not use staar's phacoemulsification equipment. No pt injury.

Manufacturer narrative:
Eval: results: visual inspection of the returned product showed that there was evidence of a clear surgical residue, however, there was no visible damage to the lens.